Event description:
The device was connected to a male pt (age, weight and condition not reported) and allegedly displayed a continuous connect electrodes alarm. Use of the device was inhibited. A lifepak 10 defibrillator/monitor was made available and used to administer countershocks to the pt. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.